Event description:
It has been identified that there may be corrosion of the inter unit interface (iui) connections on the alaris IV pumps. This corrosion may disrupt intended IV therapy and may have significant impact to the patient. Iuis are located on both sides of each pump brain and channel.